Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture at full outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low v oltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching and apparent explant damage. The helix was stretched out of specification, explant damage and tissue was visible on helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.